Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the clinician removed the electrode pads and discovered a laceration to the patient's skin. Complainant indicated that the pads were adhered to the patient for 24 hours. Please reference medwatch report numbers 1218058-2015-00154 and 1218058-2015-00155 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and in this particular case, the lot number was not provided. The electrodes were visually evaluated and a small amount of hair was observed to be adhered to the electrodes with no other discrepancies noted. An adhesive test could not be performed on the retains without knowing the lot number. The evaluation concluded no assembly or performance discrepancies, therefore this claim is closed as no fault found. No trend is associated with reports of this type.